Event description:
It was reported that the patient presented for a follow-up in clinic with discomfort. Upon interrogation, it was observed that the left ventricular (lv) lead exhibited diaphragmatic stimulation. The lv lead was capped and replaced on (B)(6) 2022. The patient was stable.